Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No pump error 25 alarms noted during testing, however pump error 25 alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had power errors alarms. Customer blood glucose at the time of incident of 128 mg/dl. Troubleshoot was performed. Customer said the power error happened during normal use. Customer stated the power source could not charge. The insulin pump will not be returning for analysis.